Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received from the hcp (healthcare provider) reported their practice is for the patient to be implanted and then seen for 1st fill after the post-op visit. When the patient came in to have the saline removed and medication put it, the pump could not be filled. The pump was upside down and the incision was red. They sent the patient back to see the implanting physician. They determined the pump pocket was infected and removed the device on 09-23-14. The hcp did not know how the patient was doing now or any details of the infection or explant. They found out when the implanting physician faxed them the operative report. The pump never had medication, just the saline or water that comes in the pump when it is initially implanted.

Event description:
The patient¿s pump and catheter were explanted on (B)(6) 2014 due to an infection. Additional information on (B)(6) 2014, indicated that the infection occurred soon after implant. The specific symptoms, outcome, and drug used in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.